Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due hyperglycemia. The blood glucose reading was over 600 mg/dl. It was stated that the customer was treated at the hospital with an insulin drip and manual injections. The customer also reported having a hematoma two weeks ago under his site, and after removal he was taking antibiotics. The customer stated that when he had high blood glucose, he saw that the cannula was bent. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime test and passed. No further information was provided.